Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a procedure wherein the leads were explanted and were supposed to be replaced, however, the physician was not able to access the epidural to implant the new leads. The patient was doing well postoperatively, and the explanted leads will not be returned.